Event description:
It was reported the rigid video laparoscope experienced image problems. This issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charge coupled device was broken, the light guide bundle of the video cable section was broken, the light transmission was lost or too low and the fiber bonding in the outer tube area was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: the charge coupled device was broken, and therefore the image was not displayed. In regard to the newly identified malfunction, the light guide bundle of the video cable section was broken and therefore the light transmission was lost or too low. As for the other identified malfunctions, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.